Event description:
It was reported that the customer was hospitalized for dka. It was indicated that there were no significant events leading to the hospitalization. The programming and histories were accurate. Troubleshooting was done and the pump passed the testing. The customer was educated on the two hbg rule.